Event description:
Customer reported that the unit displayed charging fault message. Svc rep duplicated reported condition. There was no reported pt involvement. The unit was repaired and proper operation of the device was confirmed.